Manufacturer narrative:
Terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.stn#: bn880217investigation: a red blood cell (rbc) storage bag with the filter was returned forinvestigation.the leukoreduction filter was tested for flow rate and air leaks. A slow flow rate ofapproximately 3ml/min was noted and it was confirmed there were no air leaks.the manufacturing records, test records, and inspection records were reviewed forabnormalities and none were found.the records regarding the particulate removal rates of the filter membranes were reviewed. Allmembranes conformed to established specification.there have been no other similar complaints against this production lot number.root cause: a definitive root cause could not be determined. No anomalies were noted inthe production records. Leukocyte leakage is commonly caused by the following:1. Characteristics of the blood - leukocyte leakage may occur due to blood characteristics ofdonors.2. Pressure loaded on the filter membranes - when a physical stress on filter membranes isgreater than what is expected, trapped leukocytes are pushed out of the filter membranesand may result in leukocyte leakage.3. Prior occurrences reveal that leukocyte leakage could occur in the following cases:-blood was filtered within 30 minutes after blood collection.- air was not expressed from the product bag correctly by not placing a clamp on the bag priorto expressing.the instructions for use of the product include the following warning:"do not squeeze or apply pressure on the filter while it is attached to the bag containing thefiltered blood."

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered red blood cell(rbc) unit. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6).